Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from unspecified location. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 13, 2023 - april 14, 2023. H11: the actual device was received for evaluation. Visual inspection was performed which noted fluid inside the housing which indicated a leak had occurred. Further examination revealed the cause of leak inside the housing was due to missing the clear film-wrap located at the upper part of the bladder. The reported condition was verified. The cause of missing film-wrap was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.